Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited farfield oversensing of r-waves. Technical services (ts) reviewed and stated that there was atrial arrhythmia episode recorded due to farfield oversensing. The presenting electrogram (egm) showed that the device was operating as programmed and lead measurements were within the normal range. Ts recommended to perform evaluation in clinic for setting optimization or adjust right atrial (ra) sensitivity. This device currently remains in service. No adverse patient effects were reported.